Event description:
A customer contacted beckman coulter inc. (Bci) in regards to reagent probe leak and splatter. No injury was reported.

Manufacturer narrative:
Per customer, the syringe plungers were replaced on schedule. A bci field service engineer (fse) replaced the air manifold and valve. Fse ran a tg carryover test. The issue has been resolved.